Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 30 minutes post implant, the patient exhibited atrial fibrillation, with irregular conduction, with aberrancy on electrocardiogram (EKG). It was also reported that the right ventricular (rv) lead exhibited unstable thresholds and inconsistent capture, with concern about rv lead placement. The patient was due to have an x-ray to confirm rv lead placement. Diagnostic testing/troubleshooting was performed on the rv lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.